Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not have any audible alarms. Nk technical support (nk ts) confirmed that the volume control was set at three bars but clicking on the arrows did nothing. Visual alarms are functioning. The bme stated there was also an "ssd access error" (system error) which appeared at the top of the screen and did not block any information on the all beds window. Nk ts had them reboot the cns. Once the unit powered up, they were able to successfully change the volume and get the sound back. No system errors reported after reboot. Issue resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not have any audible alarms. Nk technical support (nk ts) confirmed that the volume control was set at three bars but clicking on the arrows did nothing. Visual alarms are functioning. The bme stated there was also an "ssd access error" (system error) which appeared at the top of the screen and did not block any information on the all beds window. Nk ts had them reboot the cns. Once the unit powered up, they were able to successfully change the volume and get the sound back. No system errors reported after reboot. Issue resolved. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not audibly alarming. Nihon kohden technical support (nk ts) confirmed the volume control was set at three bars but clicking on the up/down arrows did nothing. The visual alarms were still functioning. The bme stated there was also an "ssd access error" message. No patient harm or injury was reported. Investigation summary: the customer verified that the audio cables were properly connected. After rebooting the cns, the issue was resolved, and they were able to adjust the volume to the desired level. There were no other error messages displayed on the device. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Audio related issues are often due to damaged audio cables, the incorrect audio output selected (in the settings), and incorrect audio cable connection. Errors on the ssd may be due to an accumulation of multiple processes on the device. It is recommended in the cns operator's manual to reboot the cns once every three months. Otherwise, the cns operation becomes unstable, and monitoring may stop. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) does not have any audible alarms. Nk technical support (nk ts) confirmed that the volume control was set at three bars but clicking on the arrows did nothing. Visual alarms are functioning. The bme stated there was also an "ssd access error" (system error) which appeared at the top of the screen and did not block any information on the all beds window. Nk ts had them reboot the cns. Once the unit powered up, they were able to successfully change the volume and get the sound back. No system errors reported after reboot. Issue resolved. No patient harm reported.